Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming testing. Upon investigation, capacitor c10 was thermally damaged on the ca board causing the pad to lift. The cause for the test failure was isolated to a thermally damaged c10 capacitor on the c/a board. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.